Event description:
A catalyst® bariatric bed with a safe working load of 1000 lbs. Experienced a short circuit , resulting in the device remaining in its flat and lowest position. The user facility caregiver reported detecting a burning odor. No injuries to the patient were reported. After the event, the patient was immediately placed on a different manufacturers catalyst® bed. Prior to the date of the incident, the catalyst® bariatric bed has been in used since its manufacturing release date of 09/08/2017. During that usage, there were no other findings related to failure or short circuit, which indicates that this is an isolated case.

Manufacturer narrative:
A folloup report will be submit once the investigation is finalized and rootcause identified.

Event description:
A catalyst® bariatric bed experienced a short circuit during patient use, resulting in the device remaining in its flat and lowest position. The user facility caregiver reported detecting a burning odor. No injuries to the patient were reported.

Manufacturer narrative:
The investigation demonstrates thorough compliance with regulatory requirements, appropriate corrective and preventive measures, and diligent risk management practices. While this was a concerning event, it was isolated and contained, and appropriate steps have been outlined clearly to reduce the risk of recurrence. The pre preventive maintenance shows that all bed functions were working as intended. A post preventive maintenance was conducted to evaluate the device and understand the root cause of this issue. A full investigation analysis is outlined in the investigation report.